Manufacturer narrative:
The device is expected to be returned; however, the device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer received a cartridge alarm 1 during basal delivery. Customer's blood glucose level was not impacted. The customer was able to load a new cartridge successfully and resume insulin delivery.